Manufacturer narrative:
.

Event description:
It was reported that ,the patient stated feeling vibrating with his pump, that has just started recently. It was also reported, that there have been volume discrepancies and the patient reports that he sometimes feels like he is going through withdrawal (no specific symptoms reported). Additional information has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if additional information is received.